Manufacturer narrative:
(B)(4). Date sent 5/5/2025 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any other issue noted other than bleeding? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Did the jaws of the device eventually opened? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic-assisted mastectomy: bleeding that lasted longer than expected due to a defect in the clamp. Indeed, during the attempt at the first stapling, the clamp would not open anymore. This incident occurred during a complicated/critical operative time, and the bleeding lasted longer due to the defect in the clip clamp. Extension of intraoperative bleeding.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2026. D4: batch # a9eg05. Investigation summary- the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with one jaw broken at bifurcation and the tip of the advancer bent. In addition, the tyvek was returned along with the instrument. Evidence of corrosion was found throughout the broken area. The instrument was disassembled, the advancer was found bent and zero (0) clips were found inside the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking, with the most likely root cause being exposure to a solution containing chlorine. Improper use of the device, such as excessively applying a side load to the jaws or not ensuring the demarcation between the jaws and the device shaft is past the end of the trocar cannula prior to loading a clip, may lead to device malfunction. Reuse, reprocessing, or re-sterilization may compromise the structural integrity of the device and/or lead to device failure that could result in patient injury, illness, or death. The device jaws should be fully open and parallel upon initiating firing. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review- a manufacturing record evaluation was performed for the finished device batch a9eg05 number, and no non-conformances were identified.